Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was reported that the deflectable videoscope exhibited a b30 scope communication error code when it was connected. The issue occurred during preparation for use of an unspecified therapeutic procedure. The procedure was completed using a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding b30 scope communication error code was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to the video connector was broken. The event can be detected by following the instructions for use: ¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.